Event description:
Customer was admitted due to high bgs. Prior to hospitalization customer was delivering a bolus when their pump gave some alarm and then the pump screen froze. Customer had to seek emergency service as customer did not have a back up plan. None of the buttons on the pump were responsive. Troubleshooting done on pump and pump did not appear to be functioning properly.